Event description:
A surgeon reported that a memory has since opacified. Visual acuity reported as 0.9. Prognosis marked as fair and next exam scheduled in 2 months. No further information is available at the time of this report.